Event description:
It was reported that a patient implanted in (B)(6) 2025, had the device removed due to an infection on (B)(6) 2025. The infection was treated with antibiotics and the patient is still currently taking the medication. The patient plans to have the device re-implanted in (B)(6) 2025, and will discuss further with their implanting physician. It was also mentioned that the patient has allergies to nickel and titanium. The patient is using a catheter again to drain urine. The representative has not spoken with the patient since issue was reported on (B)(6) 2025, and does not have any further information concerning the infection.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4). Record being added for product investigation and coding, as well as to update coding (f10): f1903 - device explantation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient implanted in (B)(6) 2025, had the device removed due to an infection on (B)(6) 2025. The infection was treated with antibiotics and the patient is still currently taking the medication. The patient plans to have the device re-implanted in (B)(6) 2025, and will discuss further with their implanting physician. It was also mentioned that the patient has allergies to nickel and titanium. The patient is using a catheter again to drain urine. The representative has not spoken with the patient since issue was reported on 28jul2025 and does not have any further information concerning the infection.